Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had recent emi exposure of airline screeners. They flew on an airplane with the device and was experiencing constant urgency and frequency. The patient stated they had been taking oxybutrin for the symptoms and another medication that is an antihistamine for the bladder as well as amitriptyline in the morning and evening. The patient also reported that they felt the unit burning as if it were on fire and the feeling passed but it did it again. The patient stated the instances were both at night and at the implant site. The patient stated when they went through tsa the first time the agent did a manual pat down but the second time the agent had them go through an x-ray machine. The patient stated ever since then when they increase the stimulation the programmer searches for the device 3 times before it increases the level each time they press the plus button. The patient was redirected to a healthcare provider to discuss symptoms. No further complications were reported. [Refer to pe# (B)(4) for details pertaining to toes curling].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via manufacturer representative from a health care provider and a consumer. It was reported that the implanted battery was getting extremely hot during normal use. It happened twice when the patient was on vacation. The patient also wasn¿t sure if it was working as well. On (B)(6) 2017, the health care provider tested the interstim device. The manufacturer representative changed her program for the efficacy issue, and no other interventions were performed to resolve the issue. It was unknown if the issue had resolved. There were no further complications reported or anticipated.